Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-21050. The pt alleges experiencing over-stimulation and heating at the ipg site. Additionally, per the medical chart review, the pt experienced a hematoma at the ipg site which was evacuated. The pt is being treated with antibiotics.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.